Manufacturer narrative:
Additional information was received which reported that the valve was under expanded upon the first deployment attempt, with linear opacity consistent with an infold. It was reported that the infold involved nodes one through three, but not up to node four. It was reported that the valve was loaded once, and confirmed with visual, tactile and fluoroscopic methods. A misload was not reported. A pre-implant balloon aortic valvuloplasty (bav) was performed. Of note, the patient had heavily calcification of the aorta. The moderate aortic regurgitation was reported as paravalvular leak (pvl). No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, on the first release of the valve, it was reported that the valve look abnormal. The second deployment was made to 80%. It was reported that the valve appeared under expanded. The valve was fully released and assessed using fluoroscopy. An infold was reported as well. A post implant balloon aortic valvuloplasty (bav) was performed, which fully expanded the valve. The final result had moderate aortic regurgitation (ar). A second transcatheter bioprosthetic valve was implanted, improving the ar and pressures. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a review of the device history record DHR and frame record for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. No images of the implantation procedure or the implanted valve were available for medtronic review and the valve was not returned to medtronic for product analysis. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. With the information available and without a returned valve for analysis, a conclusive root cause for the under expansion could not be determined but the patient¿s reported heavy calcium of the aorta may have been a contributing cause. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the loader experience was not reported and the load was confirmed visually, tactilely, and via fluoroscopy. With the information available, a root cause for the infolding could not be conclusively determined but the patient¿s reported heavy calcium of the aorta may have been a contributing cause. A post implant bav was performed, which fully expanded the valve. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause could not be determined from the limited information available but the patient¿s reported heavy calcium of the aorta may have been a contributing cause. A second valve was implanted, improving the aortic regurgitation and pressures. Updated datat: h6 eval method, result, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.